Event description:
The user facility called to report that one of their pt's inr values frm the suspect device did not correlate to the lab. The device result was 3.1 and 8.0 inr versus a lab of 2.5 and 5.3 respectively. Controls were in range. No treatment alleged. The device was replaced and requested to be returned for evaluation.